Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A visual and dimensional inspection was performed on the returned device which revealed that the graftmaster covered stent had moved slightly on the stent delivery balloon. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat an aneurysm in a heavily tortuous and heavily calcified left anterior descending artery. The access site was radial. Several attempts were made to advance a 2.8 x 26 mm graftmaster covered stent; however, it failed to cross the lesion due to the anatomy. It was reported that the aneurysm was not actively bleeding, and there were no other device issues with the covered stent. Another 2.8 x 26 mm graftmaster covered stent was then used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Returned device analysis revealed that the graftmaster covered stent had moved slightly on the stent delivery balloon.